Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the insulin gauge was inaccurate and the pump declared an altitude alarm. Reportedly, customer filled cartridge with over 300 units of insulin. Blood glucose was 129 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.